Event description:
The catheter was severed in the pt's spine. A small piece of catheter was removed. The doctor attempted to replace the catheter with a flex tip catheter but no cerebrospinal fluid flow was observed. After approximately an hour without success, the doctor decided to make no further attempts to replace the catheter. It is reported that the pt will remain on oral medication.